Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event could not be confirmed. Visual inspection of the received instrument found no damage. Inspection of the grips found no issue. The instrument was functionally tested and passed all testing specification with no issue found. Instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was installed and removed from the system multiple times with no issue. A review of the instrument log for the force bipolar instrument (lot: k11220613) associated with this event has been performed. Per logs, instrument was last used on (B)(6) 2022 using system sk4008. The device has 10 uses remaining after last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula because the instrument jaw was dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator arm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument locked up when it was being removed from the cannula. The site identified that the jaws were locked. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the surgery and no damage was noted. The instrument was being reinserted into the abdomen prior to and was not grasping tissue. The surgeon could not remove the instrument from the cannula because the instrument was deformed and disjointed. The surgeon used another instrument to dislodge the instrument out of the abdomen through the cannula. The surgeon was retracting tissue when he noted that instrument would not articulate fully. Then, the instrument would not completely straighten. Upon inspection under the camera, one of the instrument joints had become dislodged. The instrument release kit was not needed or used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm the reported issue as there was no physical damage found on the instrument grips. The instrument was tested on in-house system and passed recognition/engagement tests. The instrument also moved intuitively with full range of motion in all directions and grips opened/closed properly. The instrument was installed onto in-house test system with no issues. Fa concluded the instrument is fully functional.

Event description:
Refer to h10/h11 for follow-up information.